Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving bupivacaine (unknown dose and concentration) baclofen (dose of ¿I think 69mcg/day¿, unknown concentration) and dilaudid (unknown concentration, dose of 30mg/day) via an implantable infusion pump for non-malignant pain. It was reported on (B)(6) 2016 that about 3-4 refills ago they were pulling out 0.5ml more than expected and now at the latest refill it¿s gone up to 1.4 or 1.5ml. It was stated the pump is delivering more than it should. Patient had asked what the rates for his pump were to see if the pump was in normal range. It was reviewed the patient¿s healthcare provider would have access to a chart they can reference to see if the patient¿s volumes were still in spec. No symptoms were reported. The patient was to follow up with their healthcare provider.

Manufacturer narrative:
(B)(4) was removed due to the allegation of the overinfusion being unsupported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2016-dec-23 from a company representative stated they had no further information on the patient as they are not healthcare professionals representative, but to contact a different company representative for more information. The volume discrepancies were determined to be within specification. It was also stated that there was no overinfusion. No troubleshooting was performed and no actions or interventions were taken. The issue was considered resolved as the patient had not had any negative symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.